Event description:
It was reported that: "adapter at the top of the et tube popped off." Additional information has been requested from the account.

Manufacturer narrative:
Qn#(B)(4). Full UDI is not available as the lot# was not provided by the customer.

Event description:
It was reported that: "adapter at the top of the et tube popped off." Additional information has been requested from the account.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.